Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace the vac pac. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a leak. The vac pac device was reported to have been purchased over five years ago.

Manufacturer narrative:
There was no death, serious injury or delay in treatment reported. No visible damage was reported on this vac pac device.